Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 "powers off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device powered on via battery and ac power, however, after booting up, the device powered off by itself and a watchdog alarm was triggered. This was caused by a short in two pins of the u21 component on the instrument board. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 "powers off by itself." There was no patient impact or consequence reported.